Manufacturer narrative:
The device was discarded by the customer. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or any potential contributing factors be identified. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The model and lot number were not provided; therefore, the 510(k) number is not listed on this report. No actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use a catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. In this case, the catheter could not be secured by the introducer so if needed there could have been a potential for inadequate pacing. There was no need for pacing and no patient injury was noted. If desired the introducer could have been exchanged over a guidewire with a minimal delay in treatment/monitoring. It is unknown whether user or procedural factors played a role in the customer¿s experience. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that a swan-ganz pacing catheter could not be fixed into position in the introducer sheath and would not stay in place. Therefore, the pacing catheter might not have been located in the correct location to perform adequate pacing. As a result, the catheter was removed, as it was placed only as a precautionary measure in case pacing became necessary during the procedure. There was no allegation of patient injury. The device involved was discarded by the hospital and is not available for evaluation. Patient demographics requested but unavailable.